Manufacturer narrative:
The investigation into the pump stop and hemolysis issues have been completed. The impella pump was returned for investigation. The cause of the pump stop was not determined since the failure mode could not be reproduced. The cause of the hemolysis was most likely improper positioning. The data logs showed frequent impella positioning alarms on the day of the reported hemolysis. The hemolysis was most likely improper technique by the end user. The pump stop was unable to be reproduced. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: hemolysis. Impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. As noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. As noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. As noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. As noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. As noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ pump stop. Impella cp with smart assist for use during cardiogenic shock and high-risk cpi & impella 5.5 with smart assist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions. As noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient developed hemolysis, no further information regarding the alleged hemolysis other than the patient recovered. It was also reported that the pump motor stopped and was replaced. This device was replaced for the pump stop.